Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to address the error 1162. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the usm to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to starting pre-anesthesia a da vinci-assisted surgical procedure error 1162 on universal surgical manipulator (usm) - arm2. Ab medica technical support engineer (tse) was contacted for support. The caller performed a system reboot, and tse checked the log and confirmed the error on usm2. The surgeon decides to disable the arm2 and start the procedure robotically as planned with 3 arms. The procedure was completed with no reported patient harm, adverse outcome or injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported fault was confirmed and replicated. In system logs, the 1162 error was found indicating ¿cannula sensor read timeout, hardware not responding¿ on the usm ¿0x3¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where insertion buttons test was found to be failing on the ¿0x3¿ axis. Once testing was completed, the axes controller spar connector (acsc) was tested and verified to be the source of the fault. Failure analysis was able to conclude that the acsc printed circuit assembly (pca) was found to be the root cause of the reported event.